Event description:
Caller alleged imprecision results with inratio. Results as follows: 08/09/2006 first test inr = 0.9, second test inr = 2.2.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060128: 08/09/2006 first test inr = 0.9, second test inr = 2.2, mean = 1.55; sd = 0.92; %cv = 59%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be investigated.